Event description:
It was reported that there was an occlusion causing a problem with the flow. The pt did not feel well, and the valve was explanted in 2008.

Manufacturer narrative:
The device has not been returned to manufacturer.